Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the scratched driveline was confirmed through the evaluation of the submitted photo. A specific cause as well as a direct correlation of the reported events to the heartmate ii left ventricular assist system (lvas), (B)(6) could not conclusively be determined through this evaluation. Evaluation of the submitted log file revealed that no atypical alarms or events were captured in this log file and the pump operated above the low speed limit for the duration of the file. This file appeared to show the pump operating as intended. Evaluation of the submitted photo confirmed a scratch on the outer jacket of the patient¿s driveline. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had a scratch on their driveline. There were no alarms when the facility staff checked the history on the system monitor. The damage was covered with silicone tape. A review of the log files by technical services found no unusual events in the log file event history.